Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon removal difficulties occurred. The lesion being treated was located in the moderately tortuous left common iliac artery (cia). The lesion was 99% stenotic and calcified. The physician used a 0.035" guidewire to cross the lesion, then the synergy 5.0x40 mm balloon was introduced across the lesion and inflated. In order to angiographically assess the lesion post-dilatation, the physician attempted to retrieve the synergy balloon. The physician attempted to remove the synergy balloon over 0.035" guidewire, but was unsuccessful, therefore the physician retrieved the guidewire and the balloon was a unit. He experienced resistance while retrieving the synergy balloon into the sheath, but successfully removed the balloon to outside the patient's body. The balloon and the guidewire were successfully separated once they were outside the patient's body, but with significant resistance. The procedure was completed with a synergy 5.0x20 mm balloon. No patient injuries or complications were reported. Patient status is reported as "good."